Event description:
A complaint was received with regards to a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, rotating luer tore during use. It was reported that "this hospital has reported several instances of our item mc33150 with the silicone stuck down. Most of our product complaints investigations concluded that the reported issue was due to an incompatible mating device. However, our device mc33098 is most commonly connected to mc33150. Despite several IV assessments to test all product in the storeroom for incompatibility with microclave, we have not been able to identify any incompatible sets that could be contributing to the issue. We¿d like for you to test the male luer of mc33098 for any anomalies that could be contributing to tears and stickdown on the connecting microclave." The event date unknown. Event occurred unknown. There was patient involvement, no patient harm. The problem has occurred from november 2023-present. There have been multiple events, but the customer did not record the dates. There was a small delay in therapy to replace the defective product.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The device was received for evaluation. As received, no physical damage or other anomalies observed. Tested the male luer, also each of the three microclaves were tested and no stick downs or other anomalies observed. Unable to confirm customer complaint of seeing stick down conditions. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.